Manufacturer narrative:
Follow-up #1: date of submission 04-dec-2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2017 with the following findings: review of the black box data revealed unexplained power on reset event on 08 sep 2017. The returned battery cap was intact and able to fit securely to the pump for investigation. The battery cap measured within the required specifications. The pump powered on and ez-prime steps were successfully performed. The pump was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.